Manufacturer narrative:
E1 - full reporter phone number: (B)(6). Other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that two (2) tubing sets were not fitting in the machine. The event occurred upon removal from the package. There was delay in therapy. The device is available for investigation. There is no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
D9. Date returned to mfg: 24-may-2024. H6. Investigation codes: updated. Investigation summary: two (2) samples were received for evaluation from p/n: di-50---802l/n: 4430465; the samples were received in used condition with their original packaging. A dimensional test was conducted on the two (2) samples returned; this evaluation was on the end length of the tube. According to the specification the aluminum tube must be visible through the gage window for the part to be considered acceptable. The two (2) samples returned were found within the acceptance window of the gage and the tubes touched the end cap, the two (2) samples were acceptable. Additional dimensional measurement was conducted to the length of the tube to confirm that is within the specification. The two (2) samples returned were dimensioned by the metrology department to confirm the tube length. The samples were measured with a ruler with 100th graduation. According to the drawing specification the results of the two (2) samples measured were acceptable. The two (2) units returned were installed in the disposable set for h-1200 level 1, with the purpose of confirming the units works as expected. The customer did not mention the level 1 set model used in the reported samples. The two (2) samples returned were installed in a level 1 system with the purpose of verifying that the returned samples did not present an installation difficulty. The two (2) samples were installed in the h-1200 level 1 equipment without any issue, no vent tube. The h-1200 level 1 equipment where the samples were installed is in good condition. According to the results of the investigation the failure mode was not confirmed. The two samples returned length were within spec and the two samples were installed in the disposable set for h-1200 with no issues. Root cause cannot be determined since the complaint was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.